Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead perforated through the rv apex into the pericardial space. Approximately two weeks after implant a procedure occurred for surgical repair of the perforation and effusion as well as to reposition the rv lead. The rv lead remains in use. No further patient complications have been reported as a result of this event.